Event description:
It was reported that during a routine device change out, the pulse generator exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the contact spring was not properly seated resulting in a malfunction.